Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt and that there was a presence of air bubbles at the top of the reservoir. The customer stated that he delivered 1.5 units and did not receive any alarms. The customer attempted to deliver the rest of the 19.0 units and still had no issues. The customer stated that he checked his blood glucose 3 hours later, and it was 184 mg/dl. The customer's blood glucose was 143 mg/dl before dinner, which caused the customer to think that something was wrong. Based on the bolus history, it appeared as though the bolus delivered completely. The customer's most recent blood glucose reading was 90 mg/dl. The customer was advised to prime until the air bubbles were completely removed. The customer was advised to change the infusion set, and the air bubbles did not persist thereafter. Customer believed the air bubbles may have caused the no delivery issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.